Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight and opening extended on radius. A visual and microscopic analysis was performed which identified opening crease sharp on radius, stress marks, creases fold, wear abrasion, striated opening on anterior and non-penetrating nicks. Based on the device analysis the final assessment is an opening crease sharp on radius assessed as fold flaw opening. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.